Event description:
The patient reported the device "implant is starting to hurt more and it has moved in position making it extremely uncomfortable". The patient further reported the device "was causing damage inside my body" and "ripped a few ligaments in my chest" after a fall. The device was explanted and returned noting the device had to be removed due to seizure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) met expected longevity.